Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). After additional information was received on aug 16, 2019, it was determined that the event reported by the manufacturer no longer meets the criteria of reportable as this event is a duplicate and was previously reported on MFR-0002023141-2019-00471. As a result, the prior submission for MFR-0002023141-2019-00470 submitted on july 26, 2019 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Manufacturer narrative:
Zimmer biomet (B)(4). Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the patient experienced bone loss. As a result, the implant (tsv6b16) had to be removed. Tooth location 14.